Event description:
Per complaint email: leads: 1646 rv implanted in 2003; 1688 ra (capped) implanted 2003. Injury: svc tear resulting in a sternotomy. E-mail (B)(4) received from dr. (B)(6). "Case (B)(4): svc tear and r. Hemothorax using evolution on a pacemaker lead implanted via r subclavian vein. Pt required 10 u transfusion of packed cells and was critical for a while, but underwent immediate surgical repair of the tear via r thoracotomy and then did well. Emailed sales rep to check-in with physician to determine pt's current status.

Manufacturer narrative:
(B)(4). According to documents supplied to trackwise, the product is not being returned for eval. Product was not returned for eval.